Event description:
43-yr-old female had bilateral removal of silicone implants with capsulectomies. Her complaints were of severe chest wall pain with radiation to back and shouldler. She also complained of myalgia, joint pain, and night sweats. The left implant had a volume of 130 cc, bilumen filled with silicone gel, no dacron patch as noted on the right, adjustable fill implant with valve on posterior surface. The surgeon noted a baker IV capsule on the left.